Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead implant procedure, lead helix could not be extended and was twisting. Physician chose different positions to place the lead. It was suspected that this was due to lead pin being twisted multiple times. Physician opted to use a different lead and lead was implanted successfully. Patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.